Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via clinical request that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 275 mg/dl at the time of the incident. The customer was at 117 mg/dl after the high incident. The reporting party did not mention what the customer used to treat. The customer experienced symptoms such as ketones. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.